Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due the inability to inflate or deflate the implant. There was a hole in the pump tubing. The ipp device was explanted and a new ams 700 ipp was implanted. The device was tested and fully functioning. No patient complications were reported in relation to this event.